Manufacturer narrative:
A MDR should not have been submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had skin irritation from sensor. When they were wearing it, the skin was red and irritated. When they remove the sensor, the skin had several blisters. The customer also reported that they had rash, puss, and scars. They would also get blisters from the tape. They treated with hydrogen peroxide and neosporin. The customer¿s blood glucose level was unknown. The product will not be returned for analysis.